Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection fortum (dose, frequency and route not reported) and injection vancomycin (1 gram, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovered from the event. The action taken with pd therapy was not reported. Additional information was not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).